Event description:
Right subclavian catheter was placed with some difficulty removing the j-wire. Both ports were functioning. Subsequent x-ray showed piece of wire in distal catheter/jugular vein/superior vena cava. Four inch piece of guide wire was removed under local anesthesia and catheter positioned.